Event description:
During an initial implant procedure, following the positioning of the right atrial (ra) lead, p wave amplitude variation was observed. The ra lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of sensing p-wave amplitude variation was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies on the lead body. X-ray inspection found over-torque of the inner coil at the connector region consistent procedural damage.